Event description:
It was reported by service report that both head-end siderail panels were damaged with sharp edges. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged head-end siderail panels.